Event description:
The product was used during a thoracoscopic lung partial resection procedure. Reportedly, the jaws did not close. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury has occurred.

Manufacturer narrative:
10/16/1997-supplement #1 sent to FDA.